Event description:
T was reported that an ilet user experienced an urgent low glucose event, with pump readings as low as 40 mg/dl and later 52 mg/dl, after a breakfast announcement that was not matched with adequate carbohydrate intake. Customer care provided support that included education on hypoglycemia response. Investigation of this case revealed no device malfunction and suggested user-related underconsumption of carbohydrates following the meal announcement as the likely contributor to the hypoglycemic event. Symptoms included weakness consistent with hypoglycemia. Outcomes included user recovery with glucose returning to range without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.